Event description:
When opening the carton, the patient noticed that one bottle is not in sterile packaging like the others in the set, but lies loose and individually in the carton. This bottle has not been used. Can you please confirm the lot number associated with reported issue. Per attachment there are two possible lots 0001407005 or 00001406036. > the patient received both lot numbers. Until the sample arrives, it cannot be answered exactly which one it is. Is there a photo or sample available showing the reported issue? > the patient sends the sample to (B)(4). It hasn't arrived yet. Does the package which contains the drainage bottle seal was compromised? > one bottle was not in sterile packaging like the others in the set, but loose and individual. There was no sterile packaging. The other 9 pieces were in sterile packaging.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
When opening the carton, the patient noticed that one bottle is not in sterile packaging like the others in the set, but lies loose and individually in the carton. This bottle has not been used. (B)(6) 2022: can you please confirm the lot number associated with reported issue. Per attachment there are two possible lots 0001407005 or 00001406036. The patient received both lot numbers. Until the sample arrives, it cannot be answered exactly which one it is there a photo or sample available showing the reported issue? The patient sends the sample to ewimed. It hasn't arrived yet. Does the package which contains the drainage bottle seal was compromised? One bottle was not in sterile packaging like the others in the set, but loose and individual. There was no sterile packaging. The other (B)(4) pieces were in sterile packaging